Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the cgm reading was high and the parent treated the patient with insulin. Then the patient experienced hypoglycemia and could not breath. At 4:00 am in the morning the mother took the measurements and the cgm was reading high and the blood glucose reading was 42 mg/dl. An ambulance was called and there was no documentation about the treatment provided by the paramedics. At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.